Event description:
The patient reported experiencing irritation and rashes at pod adhesive sites while wearing the pod on the arm for approximately 5 to 24 hours. The patient noted that similar reactions had occurred previously with the sensor adhesive, and because both devices were worn on the same arm, the patient experienced a reaction in the pod adhesive area as well. The patient sought medical attention during an online appointment on (B)(6) 2026, during which a healthcare provider prescribed an antibiotic spray. The patient could not recall the name of the product or the provider. Skin at the pod site appeared red, irritated, and covered with rashes when pods were removed. The patient typically removed pods normally but recently began using an adhesive removal spray. The patient confirmed that a pod was being worn during the medical consultation. The patient put the affected pod in a recycling box, making it impossible to provide lot or sequence numbers. The patient did not report any changes in blood glucose levels. A new pod was successfully applied after the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.